Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user received alerts for rising blood glucose, delivered two meal announcements for perceived large meals, then disconnected from the ilet system due to concern for potential overdelivery, after which hyperglycemia occurred with a peak of 280 mg/dl for about one hour; the user was advised to reconnect, monitor, and call back if levels exceeded 300 mg/dl for over one hour. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included customer interview and review of device use and alerts. Investigation of this case revealed user anxiety leading to disconnection and use of meal announcements as correction, with no device alarms beyond the hyperglycemia notifications. It was concluded that the event was related to use error with inappropriate therapy management rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.